Manufacturer narrative:
No sample collection or centrifugation data was supplied. The customer states they had loaded a new accutni reagent pack the morning of (B)(4) 2011. Bec customer technical support (cts) had the customer verify reagent pack placement after stating they had obtained one ind flag. The customer confirmed that no pack was present in the designated slot for in-use pack. The customer also located a bhcg reagent pack that was empty and not listed on their reagent inventory. Customer assumed that the bhcg pack was an empty pack that someone had told the software they were unloading and then did not remove it. The cts walked the customer through unloading and reloading the packs correctly. The customer reran the troponin patient sample and troponin quality control (qc), and reported that the troponin patient sample and qc ran fine and had no other issues. Customer reported that no other samples had been run on the misloaded troponin pack. Service was not dispatched for this event as use error is the root cause for this event.

Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxc 600i synchron access clinical system generated no value troponin (accutni) results with ind flags for one patient's sample. The erroneous results were not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event. Ind = indeterminate. The result is at either the high or low end of analyte concentration curve.